Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: when removed only 1 complete donut was on the stapler. Disc and spike were engaged properly. Second donut was in the colon. When the surgeon removed 2nd donut, hole was left in the colon. Extra hole created in sigmoid/rectum when the second donut retrieved from anastomosis site. Oversewing of injury required. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. No reinforcement material was used.